Manufacturer narrative:
(B)(6) 2020: we were informed that this lead was explanted due to noise on 1/16/2020. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Artifact seen on rv channel. Impedance and threshold values normal. The lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.